Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis. Based on the available information, it cannot be determined what exactly caused the patient¿s peritonitis event. It was reported the stay safe organizer on the liberty cycler was broken after the patient was discharged from the hospital; therefore, it cannot be determined if the peritonitis event was in any way related to the reported product issue. At the time of this clinical investigation, the plant investigation indicates the liberty cycler was not returned for further product analysis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a peritoneal dialysis (pd) patient was admitted to the hospital for peritonitis (signs and symptoms are unknown). Per the nurse, the patient was treated with ip antibiotic (ceftazidime) before the hospital obtained a pd effluent sample. The pd effluent culture did not yield any organism growth; however, it was reported that the patient¿s peritonitis was bacterial in origin. It is unknown if the patient¿s pd effluent had an elevated white blood cell (wbc) count as the hospital records were not available. The patient reportedly continued pd therapy while hospitalized and was discharged after nine days. The nurse indicated the patient is continuing a 21-day course of ip antibiotics and currently is not exhibiting any symptoms of peritonitis. The nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse stated there were no known device related issues that could have caused or contributed to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.